Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 21-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a manufacturer representative regarding a patient implanted with a neuro stimulator (ins). It was reported that patient¿s original paddle (lead) presented with high impedances from 0-7 and could not be utilized for programming. The cause was unknown. The x-rays showed the paddle was pulling out of the epidural space. The paddle was explanted completely and replaced with a new one. The issue was resolved.